Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed and the assignable cause is undetermined. There was no allegation of device malfunction reported by the customer; sample was unavailable and discarded. A batch review was not conducted since lot number was not provided. Label review was not performed since there was no suspected use error or problem associated with label content.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 2 of 6. The hp stated they were now disconnected. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy. The hp would start over with new supplies. There was patient involvement. No injury or medical intervention was reported.